Event description:
It was reported that there was no skull growth on a child less than 6 mos old. The dr thinks there is something wrong with resistence.

Manufacturer narrative:
The device has not been returned to the MFR.